Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had off no power alarm. The customer's blood glucose level was unknown. The customer also reported that the insulin pump did not received low battery alert prior to the off no power alert. The customer stated that the second occurrence of off no power without a low battery warning. The customer reported that they received low battery alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with high stop current due to voltage leak on interface board. Device passed displacement test, self test, unexpected restart error test and off no power test. Device was tested with no unexpected off no power alert noted. Device received with cracked reservoir tube lip and minor scratches on display window noted.